Event description:
Dislodgement was believed to be caused by twiddler's syndrome.

Manufacturer narrative:
Adding twiddlers note to b5.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture and decreased sensing amplitude. Imaging confirmed dislodgement. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.